Manufacturer narrative:
Pump was received with broken battery tube threads, completely broken reservoir tube lip and cracked belt clip slot at battery tube threads area.

Event description:
The customer reported via phone call that the battery compartment is damaged and a piece of plastic is missing. Customer's blood glucose was 127 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.